Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated right ventricular undersensing. Concomitant medical product: model: 1103, left ventricular assist device (lvad); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into a pulseless electrical activity (pea) state with cardiopulmonary resuscitation (CPR) required and eventually the patient was externally defibrillated. It was thought that patient may have gone into a fine ventricular fibrillation (vf) arrhythmia and the implantable cardioverter defibrillator (ICD) was unable to detect the arrhythmia. Follow-up with the allied health professional (ahp) at the hospital was conducted. The ahp was unable to confirm/verify if an actual arrhythmia had occured prior to the pea state. Ahp was able to confirm the patient is still alive in a "brain dead" condition. It was noted that the ICD had recently triggered recommended replacement time (rrt) and that the patient also has a left ventricular assist device (lvad) device implanted. Additionally. The right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and ventricular tachycardia non-sustained (vtns) episodes. Furthermore, it was noted that on the stored egm's it showed one beat that is undersensed as well as many beats double counted. No reprogramming has been completed at this time and the device and lead remain in use. No further patient complications have been reported as a result of this event.